Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the pump¿s black box revealed loss of prime issues. The pump successfully completed a prime sequence without issue or alarm. The pump¿s force sensor calibration was out of specification. Investigation revealed the display screen was dim and discolored. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a force sensor calibration issue and dim and discolored display. This report is made based on results of the investigation performed on (B)(6) 2015.